Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one empty labeled winding former, and two needle suture pieces that pertain to product code pdp6261h. This product code is double-armed. During visual inspection of the needle suture pieces, marks that appear to be caused by a surgical instrument were observed on the body of the needles. The sutures were examined and the end of the sutures was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand and damaged. In addition, the functional test was performed in one of the suture pieces using instron equipment and the tensile force exceeded the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2022 and suture was used. At the time of ligation with instrument tie, the surgeon pulled the suture as usual and it broke. The suture method was interrupted suture and the product was used on dermis. There were no adverse consequences to the patient. No further information was provided.